Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 149 mg/dl at the time of the call. The customer was using manual injections and their blood glucose was at 300 mg/dl. Customer was not able to lower her levels with the injections, so they used the pump without accounting for the active insulin. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness, seizures, and being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined due to the cause being stacked insulin. Customer also stated that the paramedics damaged her pump and she's missing a battery cap. The insulin pump will not be returned for analysis.